Event description:
(B) (6) clinical trial pt presented with a pre-stroke mrs score of 0 and a history of atrial flutter. She was temporarily off coumadin due to a pulmonary problem. Her admission (B) (6) score was 10 and she had complete left arm plegia ((B) (6)) and left leg weakness ((B) (6)). Cta scans revealed an occlusion in the distal right m1 region of the mca. This pt was treated 2.5 hours post symptom onset. No tpa was used due to the pt's pulmonary problem and because she had fallen and hit her head at the stroke onset. The physician treated the pt with a 054 penumbra system catheter and 032 separator. There was tortuosity getting to the m1 but the physician was able to access the occlusion. He worked on a distal m1 occlusion with the 054/032 combination and opened the m1 successfully and then began working on a proximal section of the m2 with the 054 catheter and 032 separator. All vessels were successfully opened. After the vessels were opened, the physician observed contrast extravasation at the treatment site. The treatment area was at a bifurcation and the device caused a small perforation. The physician was unclear whether the catheter or the separator perforated the vessel. Three days post-treatment, the pt died due to cardio pulmonary arrest.